Event description:
Customer reported chemo leaked at the connection of the closed male luer to patient's IV access device. No patient or staff harm reported and no medical intervention was required. Although requested, no additional patient or event details were provided by the customer. Manufacturer's report number: 9616066-2012-00768. (B)(4).

Manufacturer narrative:
(B)(4). Customer stated that product would not be returned because the set was discarded. No product will be returned per customer. The customer complaint of chemo leaked at the connection could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.